Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the reported aortic annular rupture cannot be confirmed; however, it is possible that the lvot calcification and annular area oversizing (20.4%) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A single-center study was published in the journal article ¿optimal sizing for sapien 3 transcatheter aortic valve replacement in patients with or without left ventricular outflow tract calcification¿. The study population included 280 patients who underwent tavr for the treatment of severe aortic stenosis with the sapien 3 valve between november 2013 and january 2016 at this facility. The following event was reported among the outcomes at discharge: - an aortic annular rupture occurred post deployment of a 29 mm sapien 3 valve and ¿drainage¿ was performed. The patient had left ventricle outflow track (lvot) calcification and 20.4% annular area oversizing. The delivery system was prepared with -1.5 cc of the nominal inflation volume. Post-dilatation was not performed.

Manufacturer narrative:
Reference: maeno y, abramowitz y, jilaihawi h, israr s, yoon s, sharma rp, kazuno y, kawamori h, miyasaka m, rami t, mangat g. Optimal sizing for sapien 3 transcatheter aortic valve replacement in patients with or without left ventricular outflow tract calcification. Eurointervention: journal of europcr in collaboration with the working group on interventional cardiology of the european society of cardiology. 2017 apr;12(18):e2177-85. This is one of six reports being submitted for this article. Please reference manufacturer report numbers: 2015691-2017-04312; 2015691-2017-04313; 2015691-2017-04315; 2015691-2017-04316; 2015691-2017-04317; 2015691-2017-04318.